Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra meter does not turn on. The medical surveillance specialist was not able to contact the pt to obtain/clarify information. The pt said, that at 8 am four days prior, she dropped the meter in spaghetti sauce and after that the meter did not turn on. At 9:45 am the pt reportedly felt nervous and shaky. She took more food and drink to treat the symptoms. It would be helpful to know how the pt treats her diabetes based on the meter and whether the pt could have done anything to prevent the symptoms. Based on the info provided, there was misuse of the product (dropping it in spaghetti sauce). This complaint is being reported because, the pt alleged the meter did not turn on and suffered symptoms indicative of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.